Event description:
This ra lead was implanted on (B)(6) 1995 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that low out of range pacing impedance measurements less than 200 ohms was noted on this lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).